Manufacturer narrative:
Seven (7) actual samples were received for evaluation. Visual inspection on the returned samples revealed that four (4) samples had a primary package rupture in the paper part. The reported problem was verified during visual inspection. No functional testing was performed. The cause of the condition could not be determined. This issue is being further investigated. Additionally, ten (10) retention samples were visually inspected with no damage to the primary packages found. The retention samples met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) solution sets were observed with damage packaging. The issue was identified during storage of the sets and prior to patient use. There was no patient involvement. No additional information is available.